Event description:
Colonovideoscope

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to b5 where the common device name was provided. Correction: b5 updated fields: h6, h11 the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, the most likely cause was damage on the circuit board of scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had s noisy image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.